Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they did not know the cause of it taking longer to charge/the implant not charging to 100% but thought it might be that they overheat which they still are doing even after the new device. They tried lowering the number and trying different times to charge full. It was reported that it still takes 6-10 hours or more to charge. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for chronic low back pain, radiculopathy, as well as spinal pain. Consumer reported the desktop charger (dtc) was ¿not making a connection¿ to charge the recharger (insr). The patient reported they would plug the dtc into the insr and it looked like it was making a connection, but when they set it down the connection stopped so it looked like there was a "short" in it and it was "not recharging." Patient further clarified that the plug shows sometimes on the insr and other times it disappears depending on how it is positioned. It was confirmed that the green light was illuminated on the dtc. It was also reported that it was taking longer to charge their ins (5-6 hours and used to take an hour maybe 2). The patient charges every night because they are always afraid of the ins battery going below half full. The battery was currently at ¿only about 1/4". Patient reported that their ins would not completely charge to 100% and the ins would not charge pas t 3/4 battery level. Patient further clarified that the "last couple nights" they had not seen the charge complete screen come up on their insr. It was confirmed that all coupling boxes were filled in. Patient reported that all coupling boxes are filled in 95% of the time and if they move it may go down to 6 coupling boxes. Patient reported they had gained some weight since they were implanted. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.